Event description:
It was reported that the physician's handheld would occasionally freeze. The physician would resolve the issue by re-seating the flashcard and did not believe it to be much of an issue. The physician stated that his representative took the handheld and it was replaced at a later date. The representative that obtained the handheld is no longer with the company and stated that a handheld was never given to them by the physician. Attempts to locate the handheld have been unsuccessful to date.